Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The device was positioned in the laa and deployed. During confirmation of the device release criteria, a 0.5 cm-sized object that moved out of sync with the heartbeat was confirmed on the device's anterior surface upon transesophageal echo (tee). Considering the possibility of sheath artifacts, the findings did not change even when the sheath was moved away from the device surface. Air embolism or a blood clot was suspected. The device met release criteria and the device was released. The delivery system was removed and a pigtail catheter was inserted. The object disappeared when aspiration was performed close to the device surface. After removing the sheath, when aspiration was performed from the side port, the air pulled slightly, so it was considered that the object seen on the tee was air. The sheath lumen was flushed, but no thrombus-like object was collected. There was no health damage to the patient and the procedure was completed. The patient's vital signs did not change, and the patient was awakened from anesthesia and exited the operating room.